Event description:
(B)(6). Date of event: best estimate (B)(6) 2014. According to the information received, the end user stated that he was tried to cath himself and endued up puncturing his bladder. He had been previously using a bard catheter and this was the first time he used speedicath.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. If additional information becomes available, a follow-up report will be submitted.